Event description:
A (B)(6) male patient contacted zoll customer support to report that the charger/modem would not recognize a battery pack. The patient was issued a replacement charger/modem.

Manufacturer narrative:
Device eval summary: device eval of charger/modem sn (B)(4) has been completed. The reported problem (does not recognize battery pack) was confirmed. As received, the charger/modem was not able to recognize a battery pack. The cause for the inability to recognize a battery pack was a corrupted u13 (8-bit cmos flash micro-controller) component. The root cause of the corrupted u13 component cannot be positively identified. No adverse event resulted from the corrupted u13 component. The patient was issued a replacement charger/modem.